Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to metallosis. Dr. (B)(6) considered the corrosion on the neck/stem junction indicates a complete removal of the stem. The cup was well positioned so she put in a zbo stem and head and replaced the liner. The following component have no alleged deficiency and were not revised during this surgery: dynasty® bf shell primary, dbfpgg58, lot # 1657019, qty. 1.